Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl. She stated that the cartridge compartment of the infusion device smells of insulin and there have been air bubbles in the insulin cartridge. She bolused through the infusion device to lower her blood glucose. She stated that she changes the infusion site every 1-2 days and the infusion tubing and insulin cartridge every 7-10 days. Her normal blood glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.